Event description:
It was reported that a female patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a diagnostic ep cath. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The pericardial effusion was discovered via intracardiac echocardiography (ice). The pericardial effusion was confirmed via the fluoroscopy system. The medical intervention provided to the patient was a pericardiocentesis, and about 915cc of fluid was removed. The varipulse catheter was not used to ablate, but it was present inside the patient's body. The patient was admitted to the operating room and it was unknown at the time of the call if the patient was in stable condition. Clinical: pfa admire trial. The caller advised that the return of the varipulse catheter will be through the clinical coordinator. The following bwi devices were also in use: pentaray catheter; acunav catheter; vizigo sheath. Additional information was received. The physician stated he was not sure if the effusion was created from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small or the varipulse catheter. The procedure being performed was a paroxysmal afib in the admire study. Patient¿s condition was stable but was transported to the operating room when leaving the ep lab. The patient outcome of the adverse event was fully recovered. The patient did require extended hospitalization because of the adverse event. However, it is unknown exactly how long the patients stay was in the hospital. The trupulse generator is kept by the hospitals research department. However, the generator was not used during this procedure. Transseptal puncture was performed. A bayliss needle was used for transseptal however product details are not available. Prior to noting the cardiac tamponade, ablation was not performed. Event occurred during mapping phase. The varipulse catheter was being used and the irrigation was per protocol. No other ablation catheter was used. Mapping was performed with the pentaray nav high-density mapping eco catheter. The varipulse catheter was not used for mapping. The acunav did not cause or contribute to the event per the physician.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed, inc., or its employees that the report constitutes an admission that the product, sterilmed, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 03-nov-2022 regarding the pericardial effusion event and providing an additional adverse event of anemia. Report source field was processed to clinical study. Pericardial effusion: event date was 30-sep-22. The severity is severe and the adverse event is serious. The patient did not die. There was a serious deterioration in the health of the subject as defined by one or more of the following; it was a life threatening illness or injury and there was not a permanent impairment of a body structure or a body function including chronic diseases. In-patient or prolonged hospitalization was required, admission date was 30-sep-22. Medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function was required. Relationship to study device (varipulse catheter): possible. Relationship to study device (trupulse generator): possible. Relationship to study procedure: causal relationship. The adverse event is expected/anticipated. Relationship to any other protocol procedure: not related. Outcome is recovering/resolving. There was intervention/ treatment. Medication was given. No dccv. It was not a repeat ablation procedure. Surgery was performed. Other intervention of blood transfusion was performed. The event is related to the index procedure. Additional updated information: end date updated to 3-oct-22. Outcome is recovered/resolved. Discharge date updated to (B)(6) 2022. Anemia: event start date was 18-oct-22. The patients weighed 71.2 kg and height 162.6 cm. The severity is mild and the adverse event is not serious. The patient did not die. There was not a serious deterioration in the health of the subject as defined by one or more of the following; it was not a life threatening illness or injury and there was not a permanent impairment of a body structure or a body function including chronic diseases. In-patient or prolonged hospitalization was not required. Medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function was not required. Relationship to study procedure: causal relationship. Relationship to any other protocol procedure: not related. There was no intervention/ treatment. Medication was not given. No dccv. It was not a repeat ablation procedure. Surgery was not performed. Other intervention was performed; repeat cbc rx given. The event is related to the index procedure. Additional updated information: relationship to study device (varipulse catheter): possible. There was intervention/treatment provided; repeat cbc, rx given/(B)(6) 2022; hgb 12.7, hct 41.9 wnl. Outcome is recovered/resolved. Relationship to study device (trupulse generator): not related. End date: 28 oct 2022. Therefore, processed d10. Concomitant medical products and therapy dates, a4. Weight of the patient, a4. Weight unit, g2. Is report source study, and h6. Health effect - clinical code fields. The investigation was completed on 29-nov-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).